Event description:
Patient had a percutaneous trach placed at bedside. The next day, the nurse noticed that phlange was broken on each side of trach, and notified the surgeon and the pulmonary physician. Surgeon was in patient's room within the hour and removed the trach and orally intubated the patient.